Event description:
The customer reported that their pump screen was dark and wouldn't turn on, leading to high blood glucose levels indicated as "high." The customer attempted manual injections but ultimately required assistance from the emergency room, resulting in hospitalization. There was no injury caused by the event, although ketones were present but not deemed dangerous by the healthcare provider. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.